Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic lobectomy procedure, after successful firing of the first reload, the second reload could not be fired. A third reload was used, however, the same issue happened. The whole power handle set was replaced with a new set along with new reloads to resolve the issue and complete the case. There was no patient injury. After the procedure, the power handle set was checked by the sales representative, and when a test reload was inserted, the cycle test did not appear on the screen and directly showed solid green light on the reload indicator of the screen. Additionally, an error sound was heard from the handle. The handle was rebooted, and after which the handle was able to cycle test as normal.